Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. If any additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "at 10:30 on (B)(6) 2021, during the colonoscopy operation, the user found that the ift (insertion flexible tube) leaked and changed another one to finish the procedure." Involving video colono scope model ec34-i10m serial (B)(4). There was no report of death, serious injury or other significant/important medical event. No further information was provided at the time of the report. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.